Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-13722, 3006705815-2022-13723, 1627487-2023-00883. It was reported that the patient's lead anchors had moved sideways, resulting in the migration of both of the leads. As a result, the patient underwent surgical intervention during which the lead anchors were explanted and replaced along with the leads, resolving the issue.

Manufacturer narrative:
Correction: section h6 health effect - clinical code and health effect - impact codes have been update to the correct codes.